Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) recently stopped functioning as expected. A computerized tomography (CT) scan was performed and showed air in the pump and tubing. A replacement surgery was performed and gross inspection revealed that the connector was not tightened circumferentially. In addition, a pinhole in the reservoir was observed but it is unknown if it occurred during explant. All components were successfully replaced.